Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found instrument tube extension pad printing removed. All of the pad printing had been removed from the instrument. Failure analysis concluded that the damage was likely due to mishandling. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the pad printing removal could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that prior to starting a da vinci surgical procedure, as they were inserting the tip cover on the monopolar curved scissors instrument, the orange sleeve peeled off. The instrument was not used in the case. There was no allegation of harm or injury to a patient. Nothing reportedly fell into the patient.